Event description:
Covidien received information stating that during patient use, the e360 ventilator generated a "low battery" alarm. The battery duration time didn't meet the specification, the alarm sounded in 40 minutes. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
The covidien field service engineer (fse) received and evaluated the returned battery. The battery was fully charged and run on an e360 ventilator. The battery runtime was 43 minutes until the first low battery alert was shown, followed by 19 more minutes until the power fail alert, device alert and finally ventilation stopped (62 minutes total). This meets the description of "approximately, 60 minutes of operational backup power was available when the ventilator¿s internal battery is fully charged". The battery was operating as intended. (B)(4).

Manufacturer narrative:
(B)(4).